Event description:
A power source alert was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer attempted various troubleshooting steps, including using different charging cables and wall adapters; however, these measures did not resolve the issue. Ultimately, the pump began charging, but cts decided to replace it as a precaution. Meanwhile, the customer used multiple daily injections (mdi) as a backup therapy. Cts provided instructions for the customer to store and return the faulty pump using a pre-paid label within 10 days, which the customer acknowledged.